Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Mentor became aware of the correct device manufacture date after a mre was performed. The correct date is (B)(6) 2019. The relevant field has been updated. Investigation summary: during visual analysis of the device, a tear was observed in one of the inferior suture tabs. Microscopic examination was performed on the rupture, and no evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction with a 800cc cpx4 with suture tabs medium height smooth expander and experienced left-sided deflation. The photos provided from the user facility indicate that the deflation occurred below one of the suture tabs. As a result, the patient underwent removal and replacement with an unspecified non-mentor expander on (B)(6) 2019.